Manufacturer narrative:
Continuation of concomitant medical product: information references the main component of the system. Other relevant device(s) are: product ID m021083c001, software version: 4.2.1. A medtronic representative went to the site to test the equipment. Testing revealed that logs show that the system was left on the entire weekend. Leaving the system on likely caused all of their errors. Completed system checkout, system is fully functional at this time. Codes b01, c19, and d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was consistently unresponsive to motion controls and was consistently shooting 2d images with a higher than expected technique. A reboot resolved all mentioned issues. The site reported that prior to rebooting the system shot 2d images at 250 ma and approximately 70 kvp with images appearing completely burnt out. Following reboot, system shot 2d images at 10 ma and approximately 70 kvp. Site reported multiple occurrences of these issues. The pendant and handswitch buttons did not look worn. The buttons required more pushing force than expected to achieve the desired function.

Event description:
Additional information indicates that the event is not reportable. A reassessment of the record was required to update rfr coding for the allegation of ¿images appearing completely burnt out.¿ initially, nav3082 was coded, and nav2004 was sufficient to capture this allegation, as images were able to be taken.

Manufacturer narrative:
H2) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.